Event description:
Balloon was inserted along guidewire but balloon was unable to advance over the wire. Physician feels that wire was defective, too thick to thread the balloon.====================== manufacturer response for cardiac cath balloon, apex monorail 3.5x12: they are investigating.====================== manufacturer response for guidewire, bmw 190cm guidewire: they are investigating.